Manufacturer narrative:
The manufacturer previously reported a ventilator's flow sensor was recalibrated to address the tidal volume failing to display on the device. The device's external flow sensor was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the tidal volume failed to display on the device. The device's flow sensor was recalibrated to address the issue.